Event description:
A journal article was reviewed that contained information regarding this lead. Additional information obtained through followup noted that six weeks post-implant, during the routine follow up visit, the right atrial (ra) lead had a subclavian crush and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "clinical routine implantation of a dual chamber pacemaker system designed for safe use with MRI." Herzschrittmacherther. Elektrophysiol. 2011;22(4):233-242.